Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump had a possible helium loss 3 alarm. It was noted that the pump was "shutting off" with no warning and the staff was able to restart the pump without any issues. It was clarified that the pump stopped pumping and did not power down. The pump did print out a strip with helium loss, but it is not available to attach to the report. The staff inspected for blood in the driveline and there was none. The clinical support specialist (css) explained that it seemed the pump had worked as intended, the pump is supposed to stop pumping as a safety to the patient with that type of alarm. There was no report of patient complications, serious injury or death.

Event description:
It was reported that the pump had a possible helium loss 3 alarm. It was noted that the pump was "shutting off" with no warning and the staff was able to restart the pump without any issues. It was clarified that the pump stopped pumping and did not power down. The pump did print out a strip with helium loss, but it is not available to attach to the report. The staff inspected for blood in the driveline and there was none. The clinical support specialist (css) explained that it seemed the pump had worked as intended, the pump is supposed to stop pumping as a safety to the patient with that type of alarm. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of possible helium loss 3 alarm is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.